Manufacturer narrative:
The lot number for the likely cause (list 02k91-32) was updated from unknown to 91014m800. An investigation was performed for the customer issue and included a review of complaint text, a search for similar complaints, and a review of historical performance, tracking and trending, and product labeling. Ticket review for the likely cause lot number 91014m800 did not identify an increase in complaint activity for this issue. A review of world wide data indicated that the patient median result for lot 91014m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 91014m800. Tracking and trending review did not identify any adverse trends or non-statistical trends. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-32 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported false elevated architect ca 19-9 results when processing on the architect i2000sr. The following data was provided: on (B)(6) 2018: 40 u/ml, on (B)(6) 2018: 50 u/ml, on (B)(6) 2019: 83.24 u/ml. The customer also reported a retest from (B)(6) 2019 to be normal; however, no specific value was provided. No impact to patient management was reported.